Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power. The device also failed pretests for check history, general condition, check saw blade quick coupling, check saw head, check symmetry, check the trigger function, check safety system, check for immediately stop, check for excessive noise, check for air leak, check frequency, and check the starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total primary knee replacement surgical procedure, it was observed that the air oscillator device had low rotational speed of the handpiece. According to the reporter, when the femoral cut was being made, the air oscillator device started to fail, it did not have enough power and did not cut well. Once the user began to make the cut, the swinging of the saw was not felt. It was reported that the user was bothered by the vibration and took short breaks due to pain and discomfort felt in the hand and arm (force was exerted to achieve the cut). It was reported that there was a ten minute delay to the surgical procedure due to the event. It was reported that a spare device was available to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.